Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the catheter had fallen out of the patient's body with a damaged and deflated balloon on the seventh day of use. It was not confirmed at the user facility, if there were any missing pieces on the balloon,or if any pieces remained in the patient's body.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a vertical balloon burst away from the inflation lumen. No pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. No sharp edges were found on the eye snip. Did not find any cuts on the balloon or signs of degradation. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The following results were found during the dimensional evaluation: eye snip length:3/32¿ inflation lumen coverage:13 thou balloon thickness:23 thou burst initiated from bottom collar of sac:1.5 cm the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the user found that the catheter had fallen out of the patient's body with a damaged and deflated balloon on the seventh day of use. It was not confirmed at the user facility, if there were any missing pieces on the balloon,or if any pieces remained in the patient's body.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a vertical balloon burst away from the inflation lumen. No pieces of the sac were missing. Evaluation found a balloon sac burst. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the user found that the catheter had fallen out of the patient's body with a damaged and deflated balloon on the seventh day of use. It was not confirmed at the user facility, if there were any missing pieces on the balloon,or if any pieces remained in the patient's body.